Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3487a-33, lot# j0555419v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for complex regional pain syndrome type I. It was reported the patient was going to get their implant removed due to normal battery depletion and also because their leads were coming out of their back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.